Event description:
A 6.0 aortic punch was used to widen an arteriotomy of the external iliac artery during a kidney transplant. The aortic punch would not release the tissue. The punch was carefully cut from the tissue using scissors. Manufacturer response for aortic punch, disposable aortic punch 6.0mm (per site reporter). Manufacturer representative ¿ "I will provide this information to our quality team who will do a thorough investigation. Once the item is received we will prepare it for testing and conduct a visual and/or dimensional evaluation. Next, we will do a comprehensive investigation, including a review of the device history record, specifications, and user feedback. Once that is complete we will attempt to determine a probable root cause and, if necessary, develop a plan for the implementation of any changes.".